Event description:
Information was received indicating that a smiths medical unknown pump component tubing was reported in the following complaint: the patient's abdomen was slightly distended and patient did not feel as though they were getting the complete dose of cabidopa/levodopa. Husband also commented that it recently had gotten extremely difficult to irrigate the tube each night. They went to the hospital. A CT was performed which indicated a thickening of the jejunal wall. The surgeon that originally performed the implantation removed the "j" tube, put me on IV antibiotics and I had to start taking the carbidopa/levodopa in tablet form. Surgeon checked the status of the jejunum and determined that it was not yet healed. Later on, the surgeon determined that the jejunum had healed sufficiently to allow the tubing to be replaced. New tubing was replaced by interventional radiology rather than gastroenterology and with different brand tubing. In the intermediary between surgeries the patient was instructed to take carbidopa/levodopa tablets and they were not working very well and the patient's condition was deteriorating (she was barely walking at that point). I had recovered a significant amount of mobility within two weeks of the new tubing installation.